Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and exp date are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp on 01/22/2009, that a microvasive rx locking device & biopsy cap system was used during an endoscopic retrograde cholangiopancreatography procedure performed in 2009. According to the complainant, the scope was inserted into the pt and discovered that a sponge, from inside the cap of the device, was blocking the scope channel. It was reported that the sponge was from a procedure that was performed the previous day. The sponge did not exit the scope into the pt's anatomy. The scope was removed, another scope was inserted, and the procedure was completed with this microvasive rx locking device & biopsy cap system. There were no reported pt complications as a result of this event and the pt's condition at the conclusion of the procedure was reported to be "fine".